Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: patient information cannot be provided due to personal data privacy legislation/policy. Section d6a. If implanted, give date: unknown/not provided, as information was asked but it was not provided. Section d6a. If explanted, give date: unknown/not provided, as information was asked but it was not provided. Section e1: reporter: first and last name: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: establishment name: unknown/not provided, as information was asked but it was not provided. Section e1: establishment address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone: unknown/not provided, as information was asked but it was not provided. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a haptic damaged of a preloaded lens. No further information was provided.